Manufacturer narrative:
Device return is anticipated. Review of device history records. Device mfg to applicable specifications. This report is the initial report to FDA regarding this event and device. Additional info will be evaluated and reported when it becomes available.

Event description:
During implantation of spacer, tip of glide snapped off. Broken piece of glide was removed. No impact to pt.